Event description:
Reported due to infection requiring surgical procedure. The physician performed closure of an arteriotomy site following an unknown proceudr with the perclose proglide device. It was noted that the pt returned to work sooner than was recommended by the physician. It also took their "mulitple weeks" to return for a follow-up visit. After an unknown period of time, the pt returned to the facility with the complaint of groin pain. Reportedly, the groin was examined and found to have "a good amount of pus at the site." The pt was taken to surgery for an incision and drainage of the site, as well as a repair of the artery although requested, no additional information was provided.